Event description:
It was reported to medtronic neurosurgery that the patient was having issues of nausea and vomiting in the morning and was getting really bloated in the abdomen. According to the report, the patient was having epigastric pain ever since the valve was implanted in (B)(6) 2013. The report stated that the patient had received the shunt for urinary problems. Reportedly, the shunt drained in the upper right quadrant of the abdomen.

Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.